Event description:
Healthcare professional (hcp) reported a patient was injected in the jaw and chin with one syringe of juvéderm volux¿ xc. The same day the patient experienced "vascular occlusion" and "bruising and blanching". The patient was treated with hylenex® and aspirin. The symptoms are ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.